Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a motor current error detected (pump error 39) alarm, a rewind issue, the pump was exposed to a high magnetic environment, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-342, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-441ag. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-342. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored and no rewind anomaly noted. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected pump error 37, 38, 39 or 130 alarms or no delivery alarm/insulin flow blocked alarm or displacement anomalies noted during testing. However, pump error 39 alarm was recorded in the formatted history file on: 11/19/2024 18:29:45.000, 11/19/2024 18:31:14.000, 11/19/2024 18:33:07.000, 11/19/2024 18:39:46.000, 11/19/2024 18:50:26.000, 11/19/2024 18:51:50.000, 11/19/2024 19:01:00.000, 11/19/2024 19:20:26.000, 11/19/2024 20:03:34.000, 11/19/2024 20:07:40.000. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 19-nov-2024 in the formatted history file. Pump error 41 alarm was found on: 11/19/2024 18:28:19.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 39 alarm and pump error 41 alarm were confirmed according in the formatted history file, suspected on hw (pcba 1/pcba 2 and motor). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, rewind anomaly and exposure to magnetic field or MRI were not confirmed. However, pump error 39 alarm and pump error 41 alarm were confirmed according in the formatted history file, suspected on hw (pcba 1/pcba 2 and motor). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.